Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that immediately after placing the epidural catheter, the user found a leakage of medical solution. As a result, the catheter was exchanged for a new one.